Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the atrial lead dislodged. The lead was explanted and replaced. The patient was in stable condition.